Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and moderately calcified vein. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, upon initial inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported nor injuries were reported.